Event description:
During training by facility staff, the device displayed "pacer fault 116" and "defib fault 72" messages. The complainant indicated that there was no pt involvement in the reported malfunction.